Manufacturer narrative:
Updates h2, h3.

Event description:
It was reported the patient's blood glucose level rose to 253 mg/dl while wearing the pod between 4 and 24 hours. In addition, the patient reported that the pod was causing irritation whilst being worn on the arm. Investigation of the pod found no observations that could have contributed to the reported irritation and cause could not be determined. It was found that the pod had a blood occlusion in the hard cannula.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that could have contributed to the reported irritation at the infusion site. The cause of the reported irritation at the infusion site could not be determined. An 0x14, pod is occluded, alarm was observed in the pod data along with timeouts. During fluid path testing, a blood occlusion was observed in the hard cannula. The blood occlusion can be confirmed as the cause of the 0x14 alarm. The cause of the blood occlusion could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.